Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 513 mg/dl and reported under delivery anomaly. Customer treated the hyperglycemia with manual injection and also admiited to the hospital. The customer experienced symptoms such as confusion, nausea and vomiting. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump and the device will not be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus delivered on the event date (B)(6)2023 in the pump history file. (B)(6)2023 04:32:34.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) (B)(6)2023 09:30:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) (B)(6)2023 10:49:06.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6)2023 12:51:52.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 41500 (4.15 u) please see below for the daily total of all insulin delivered on the event date (B)(6)2023 in the pump history file. (B)(6)2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2023 00:00:00.000 dailytotalofallinsulindelivered: 346500 (34.65 u). Dailytotalofbasalinsulindelivered: 213000 (21.3 u). Dailytotalofbolusinsulindelivered: 133500 (13.35 u). There were no user suspended alarm or auto suspend alarm noted in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the pump history file. (B)(6)2023 19:42:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780) , (B)(6)2023 19:52:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6)2023 20:25:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781) the pump properly paired with the guardian link 3 t.ransmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. Possible under delivery anomaly not confirmed. The following were noted, during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted, on the original battery cap. Please see below, for the bolus delivered on the event date (B)(6) 2023 in the pump history file. 04/20/2023, 04:32:34.000, normal bolus delivered (220): bolus programming method: bolus wizard (1), normal bolus amount programmed: 32000 (3.2 u), bolus amount delivered: 32000 (3.2 u). 04/20/2023, 09:30:51.000, normal bolus delivered (220): bolus programming method: bolus wizard (1), normal bolus amount programmed: 50000 (5 u), bolus amount delivered: 50000 (5 u). 04/20/2023, 10:49:06.000, normal bolus delivered (220): bolus programming method: manual bolus (0), normal bolus amount programmed: 10000 (1 u), bolus amount delivered: 10000 (1 u). 04/20/2023, 12:51:52.000, normal bolus delivered (220): bolus programming method: bolus wizard (1), normal bolus amount programmed: 60000 (6 u), bolus amount delivered: 41500 (4.15 u). Please see below, for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. 04/21/2023, 00:00:00.000, daily total sg670 (63): daily total collection start time: 04/20/2023, 00:00:00.000, daily total of all insulin delivered: 346500 (34.65 u), daily total of basal insulin delivered: 213000 (21.3 u), daily total of bolus insulin delivered: 133500 (13.35 u). There were no user suspended alarm or auto suspend alarm noted, in the pump history file. Please see below, for the pump errors/alarms noted, 1 week prior to the event date (B)(6) 2023 in the pump history file. 04/20/2023, 19:42:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780), 04/20/2023, 19:52:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780), 04/20/2023, 20:25:00.000, alarm alert notification (40): fault number: lost sensor 2 alert (781), the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.